Event description:
Pt treated in hosp for hyperglycemia. Pt reports that dr stated that pt's "insulin was bad" although not tested. Pt reported to hosp with heart attack symptoms but cardiac problems ruled out. Product not being returned for analysis.